Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer indicated that initial procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.

Event description:
On (B)(6) 2013, patient underwent uneventful ilasik on both eyes. Presented at (B)(6) 2013 exam with epithelial ingrowth on the right eye. Visual acuity sans correction (vasc) was 20/20 but hazy. Patient brought to the laser suite. Flap was lifted and ingrowth removed. At 1 day post op. Vasc was 20/25 with no ingrowth noted.